Event description:
During high risk angioplasty, complications with stenting, ballooning occurred. Pt's vs ceased, resuscitation efforts began. Unsuccessful resuscitation resulting in death. According to attending md, the stent had been deployed at high pressure. Was appropriately sized to vessel. The stent balloon would not come out of vessel after deployment of stent. Several attempts to remove the balloon were made, by negatively aspirating and re-inflating as reccomended by bs rep. End result; guide catheter dissection in lm resulting in pt death.